Manufacturer narrative:
Product investigation summary: the returned parts are used in the matrix spine system-mis instrumentation. The returned tissue retractor ¿ end/long is one of the available tissue retractors used in mis procedures, which are intended to keep surrounding tissue retracted during the pedicle screw insertion process. The returned retractor was received in good condition with minor fading of the alignment indicators. According to the technique guide, the straight tip t25 stardriver is intended for final tightening of locking caps. The returned long straight tip t25 driver was received in decent condition other than one of the teeth of the star drive being partially broken. The returned screw is used for minimally invasive rod and screw insertion for thoracolumbar pedicle fixation. The returned 7.0 mm ti cannulated matrix polyaxial screw 45mm was received with its inner collet misaligned, damage to the inner threading, and the two tabs on the upper region of the body were excessively spread apart (14.7mm instead of 13.8mm). The returned retractor was manufactured in september, 2011 and the drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The returned stardriver was manufactured in october, 2012 and the drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The returned screw 45mm was manufactured in may, 2013 and the drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned retractor did not exhibit damage which would have contributed to the complaint condition. The returned stardriver was received in decent condition other than one of the teeth of the star drive being partially broken. The returned screw did not have a properly aligned collet in the screw. If the collet was in a misaligned position during insertion, it would have prevented a rod from seating properly and would subsequently prevent the locking cap from fully inserting into the pedicle screw. If the returned stardriver was used to forcefully insert a cap, the excessive torsional forces could have caused the subject stardrive tooth to partially break. Based on the received condition of the screw, it is most likely that the complaint condition occurred due to the collet being misaligned. A design change order called for a change to the collets and rivets of pedicle screws, which was intended to prevent rotation of the collet with respect to the body. The returned pedicle screw was manufactured after the dco change was implemented, but it appears that in the subject procedure the collet was misaligned. After screwing the pedicle screw into the bone, the polyaxial head alignment tool is intended for adjusting the position of the head. If another unapproved method was used for head alignment, it is possible that the collet could have been forcefully misaligned. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Additional manufacture date: september 30, 2011. The investigation could not be completed; no conclusion could be drawn, as no product was received. Instrumedical technologies manufactured the tissue retractor, part number 03.616.038, lot 6623680. There were two device history records to review. The lot was inspected to the synthes incoming final inspection. First device history record: a non-conformance report (ncr) was written for 3 parts out of 77 in the lot for end gage does not snap into place. The three nonconforming parts were returned to the supplier and the ncr was closed. Second device history record: the certificate of compliance indicated the parts conformed to specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no complaint related issues, material review reports or non-conformance reports noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an l4 - l5 posterior lumbar interbody fusion (plif) using the matrix minimally invasive spine (mis) set, the surgeon had the left side screws and rod in place and the cap in left l4 in place. He had difficulty inserting the left l5 cap and getting it to seat properly. He took off the cap guide and the tissue retractor came off the screw. Surgeon tried to use an open driver to finish torquing the left l5 cap, but the l5 cap came off the screw, and the collet was sitting proud. Surgeon then removed the left l4 screw and cap, and the rod. Surgeon placed new pedicle screws, replaced the same rod and then inserted two new caps, using another tissue retractor, and another torque driver shaft. The procedure was completed with a fifteen (15) minute surgical delay. There were no problems encountered with the right side implants. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.